Event description:
Dealer alleges the quad since the first day was getting caught up but the dealer did not tighten the bolts and consumer continued to use it so now it has a grove where it got tied up.